Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? Benin pathology. What surgical procedure was performed? Left colon procedure. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Surgeon, multiples procedures performed without any problems. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The stapler was closed in the green, low half of it did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Normal sound, and after the fire, wait for few seconds. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? I think so (answer of the surgeon). Were the donuts inspected? If so, please describe. Yes, they were completed. Were there any issues noted with staple formation? If so, please describe the shape and location. Not checked. How was the post-op bleeding identified? Post op hemorraeghe, 3 h after the procedures what was the total estimated blood loss (ml)? 500-1000ml. Was a transfusion required? Yes. How was the bleeding addressed? Rectorragies. What was the pre and postoperative anti-coagulant and pain management protocol? No. Preoperative anti-coagulant therapy. Not the time for postoperative anti-coagulant was the bleeding intraluminal or extraluminal? Intraluminal. What is the current patient status? Redo surgery for control of the blood loss with endoscopic procedure. Finally well.

Event description:
It was reported that post-operative bleeding on the staple line about 6 hours after the left colon procedure.